Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 403 mg/dl at the time of incident and current blood glucose was 300 mg/dl. Trouble shooting was performed and found customer experiencing high blood glucose since yesterday. Had symptoms such as dry mouth and treated the high with manual injection. Insulin was not allowed to warm up to room temperature and air bubbles medium sized were found in the reservoir during therapy. Customer declined to continue trouble shooting and will change the complete set. The insulin pump will not be returned for analysis.